Event description:
On (B)(6) 2013, the lay user/patient's pharmacist (reporter) contacted lifescan (lfs) alleging that the patient's onetouch verioiq meter was displaying a message related to test strip corruption. Medical surveillance sent follow-up questions; however customer service (cs) was unsuccessful in reaching the reporter and/or patient by phone. The complaint was classified based on information obtained from the cs representative during the patient's initial call. It is not known when the alleged meter issue first began. The patient's testing frequency and diabetes management are not specified and it is not clear what action the patient took in response to the alleged meter issue. After the alleged meter issue occurred, it is not clear if the patient tested their blood glucose with another device. According to the csr's documentation, as a result of the reported meter issue, the patient allegedly developed unspecified hypoglycemic symptoms at an unknown time later. It is not specified what treatment, if any, the patient received after the reported issue occurred. At the time of troubleshooting, the cs representative was unable to verify if the patient was using the subject meter for the first time and if there was any misuse of the lfs product. A replacement meter was sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test their blood glucose due to the alleged meter issue and reportedly developed hypoglycemic symptoms after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot #: not provided.